Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The customer reported that wireless lan controller was unreachable on the network. This resulted in a temporary loss of central monitoring. Note 1 for block a: the customer did not provide any patient information.